Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 is overheating in use to take vein. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection of the photographic evidence was conducted and it also shows that the heater wire was heavily charred . There were signs of clinical use on the jaws. Blood and heavily charred tissue was observed on the heater wire. There were specks of blood observed on the harvesting handle. The jaws of the device looked burned and brownish in color. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be torn on the outside tip of the hot jaw and detached. No visual defects were observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the reported failure "material twisted/bent; wire". The resistance value was measured at 0.690 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was not confirmed. The analyzed failures "material twisted/bent, wire", "peeled; jaw" , and "thermal decomposition of device" were confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 is overheating in use to take vein. A replacement device was used to complete the procedure. The hospital did not report any patient effects.